Manufacturer narrative:
Inspected one opened and used sensor and found the electrode to be broken. Further analysis not possible as missing piece was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was having problems with his sensor. Customer stated that when he removed his sensor the cannula stayed in his body. Customer stated that he went to the doctor had an x-ray and a cat scan done, but no conclusion of any electrode of cannula remained in his body. Nothing further was reported.